Manufacturer narrative:
The agent reported "(patient received revision surgery initially. Patient fell again and dislocated causing loosening of implants. Surgeon opted to replace stem, prop body, head, and use non-enovis constrained liner as well as plate and cables)". The previous surgery and the surgery detailed in this event occurred 20 days apart. This evaluation is limited in scope as the items associated with this investigation were not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. The root cause of this complaint was a revision surgery due to fall, dislocation and loosening. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Agent has clearly mentioned that "patient fell", due to short time between previous and revision surgery, it is possible that the event may have occurred due to lack of post-operative care, patient noncompliance with medical instructions or incorrect implant selection, prolonged overhead activities, patient activities or trauma. There are multiple factors that may also contribute to an event that are outside the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient initially underwent revision surgery on (B)(6) 2025. The patient fell again and sustained a dislocation, resulting in loosening of the implants. The surgeon opted to replace the stem, prop body, and head, and to use a non-enovis constrained liner, as well as a plate and cables.